Manufacturer narrative:
Additional information: d9, h3 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the clinic manager (cm). The blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. The staff was alerted to an issue when the patient began vomiting. The cm was not certain whether the blood leak event caused the patient¿s vomiting. The cm stated that saline was administered intravenously (volume not provided) and the patient began to feel better. The patient was restarted on the same machine and treatment completed successfully with new supplies. The patient¿s estimated blood loss (ebl) was approximately 100 ml. The blood leak was visually observed. The cm confirmed that the leak to be internal. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage seen on the dialyzer. The dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing an optiflux f160nre dialyzer, and the serious adverse events of vomiting and blood loss (approximately 100 ml), which required the immediate termination of treatment. While no damage or defects (internal or external) were noted on the optiflux f160nre dialyzer or its packaging during set-up, a blood leak could be visualized inside the optiflux 160nre dialyzer upon the initiation of treatment. While uncommon, blood leak events are a known potential complication of utilizing optiflux series dialyzers during hd therapy. Based on the totality of the information available, the optiflux f160nre dialyzer cannot be excluded from having a causal or contributory role in the patients¿ blood loss event. Given the temporal relationship, the cm¿s confirmation of a visualized blood leak, and a pending manufacturer evaluation of the suspect product, this clinical investigation cannot disassociate the optiflux 160nre dialyzer from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the clinic manager (cm). The blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. The staff was alerted to an issue when the patient began vomiting. The cm was not certain whether the blood leak event caused the patient¿s vomiting. The cm stated that saline was administered intravenously (volume not provided) and the patient began to feel better. The patient was restarted on the same machine and treatment completed successfully with new supplies. The patient¿s estimated blood loss (ebl) was approximately 100 ml. The blood leak was visually observed. The cm confirmed that the leak to be internal. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage seen on the dialyzer. The dialyzer was available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the clinic manager (cm). The blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. The staff was alerted to an issue when the patient began vomiting. The cm was not certain whether the blood leak event caused the patient¿s vomiting. The cm stated that saline was administered intravenously (volume not provided) and the patient began to feel better. The patient was restarted on the same machine and treatment completed successfully with new supplies. The patient¿s estimated blood loss (ebl) was approximately 100 ml. The blood leak was visually observed. The cm confirmed that the leak to be internal. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage seen on the dialyzer. The dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. However photographs were provided that documented visible blood within the dialyzer and outside of the fibers which is indicative of an internal blood leak. The reported issue is confirmed. The potential causes for an internal blood leak to occur include damaged/broken fiber(s) or an incomplete seal in the potting material. However, the cause of the reported issue cannot be determined in the absence of the complaint sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.